Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg failed to communicate with external devices. It was deemed the ipg was inoperable. Surgical intervention occurred during which the ipg was replaced, restoring therapy.

Manufacturer narrative:
Follow up identified that this product should not have been reported on in because there were no alleged deficiencies with the product